Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was re-implanted due to device malfunction. It is unknown if an accident or a trauma has happened.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The user was re-implanted due to device malfunction. No trauma has been reported.